Manufacturer narrative:
During inspection and testing, the b30 error code (scope communication error) was found to be caused by a printed-circuit board failure. The reported issue (contact problems when plugging in the endoscopes) was found to be caused by a defective video connection. In addition, service found the connection socket was worn and the front panel was broken. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that on several days during colonoscopies, the subject device had contact problems when plugging in the endoscopes. No specific dates were known or provided. The intended procedures were completed using the subject device. There was no patient or user injury reported due to the issue. The device was returned to an olympus service center for evaluation. Upon inspection and testing, the subject device displayed a b30 error code (scope communication error). This report is being submitted for the malfunction found during evaluation (b30 error code).